Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during treatment the renasys go was no working. Troubleshooting was provided but customer could not keep the device from powering off, and stated when she first turned on the renasys go the orange light turned on and the device would shut off. Additional information from an inspection stated that the device would not turn on or operate with or without being plugged into the wall. The unit's display is showing a single line of black boxes across the screen.